Manufacturer narrative:
Examination of the submitted adapter was unable to confirm that the attachment end is damaged/stripped and non-functional. Although the reported event was not confirmed, previous reports against the adapter were confirmed for the same reported concern. The root cause was attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Adaptor tip can not hold reamer tight. **update 12/02/2013 analyst review determined this instrument should be reportable due to previously reported malfunction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.